Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incarcerated incisional ventral hernia thereby underwent open repair with the implant of composix kugel hernia patch. Per operative notes, ¿identified the hernia sac. Adhesions were taken down. A composix kugel mesh was placed.¿ (B)(6) 2009 - patient underwent aspiration of seroma underneath her abdomen. (B)(6) 2010 - patient was diagnosed with recurrent incarcerated ventral hernia and small bowel obstruction thereby underwent open repair with the removal of mesh and resection of small bowel. Per operative notes, ¿multiple adhesions were taken down. The mesh had folded down with exposure of the polypropylene mesh to the inside of the abdomen. There was a partial bowel obstruction. The infected mesh was removed, and a biologic mesh was placed.¿ attorney alleges that the patient had pain, infection, and bowel obstruction. It is also alleged that the patient had rashes, leg pain, groin pain, constipation, rectal bleeding, nausea, dental problems, neurobiological changes, severe headache, liver abnormalities, joint aches and pain, abnormal sweating, swelling, possible infection, abdominal wall cellulitis and partial small bowel obstruction.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, infection, bowel obstruction, seroma, adhesions and mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, seroma and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-jul-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.